Manufacturer narrative:
The product was not returned for evaluation. Therefore, a physical device investigation was unable to be performed. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the left and right lungs using an indigo system flash aspiration catheter (flash catheter), an element vascular access sheath (element), a non-penumbra catheter, a non-penumbra sheath, guidewire, and a micro access kit. After successfully treating the right lobe using the flash catheter, the guidewire and the flash catheter were advanced into the left pulmonary artery. Two successful passes were completed using the flash catheter in the left lower lobe. The guidewire was first advanced into the sub-segmental branch of the lower left lobe and the flash catheter was then advanced over the guidewire toward the branch. The guidewire was retracted into the flash catheter to perform a contrast injection. It was reported that the patient started to cough up blood. The contrast injection revealed contrast staining on the sub-segmental branch of the lower left lobe. The flash catheter was removed. A non-penumbra balloon device (6mm) was used to stop the bleed under fluoroscopy. The physician reported it is unclear if the guidewire or the flash catheter attributed to the vessel perforation. The patient was reported to be stable and doing well. No additional details regarding the procedure was provided.